Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment, a knot was observed in the lock line. The knot was cut and removed, which is considered intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve, and the deployment steps were started. After the o-rings were removed on the second cds, a knot was observed in the lock line. The lock line was not attempted to be retracted. The knot was cut and removed from the device, and the line was easily removed. Two clips were implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported lock line knot was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history no similar incidents reported from this lot. All available information was investigated and given the knot was easily undone and the location of the knot, it is possible that the lock line became knotted during the unwrapping/removal process of the o-ring from the lock lever; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.